Event description:
It was reported that the intra-aortic balloon (iab) was prepared following the instructions for use, "attach the one-way valve, vacuum the balloon inside of the kit and remove the balloon straightly with grasping it close from the kit." The md tried to insert the iab into the sheath introducer which had already been inserted into the pts' left femoral artery. The md found that the iab could not be advanced in the sheath introducer. As a result, "the iab was removed and then the insertion could be successfully completed after using one more 30cc iab." There were no reported pt complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.